Manufacturer narrative:
(B)(4). A CAPA (corrective action/preventative action) has been initiated for the packaging related issue. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that there were 24 minicaps that were observed to have open pouches. The minicaps were not used, as the event occurred prior to patient use, for peritoneal dialysis therapy. This is report 21 of 24 for this event.

Manufacturer narrative:
(B)(4). The sample was not available for further analysis. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow up report will be submitted.